Manufacturer narrative:
Device is combination product. A promus element, mr, ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pushed distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that hemodynamic change occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3x28mm, concentric, de novo, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.0x12mm maverick balloon, a 3.0x32mm promus element drug eluting stent was introduced. Resistance was encountered while advancing the stent as the lesion was tough. The device was removed and pre-dilatation was performed with a 2.5x12mm semi compliant balloon. The same stent was introduced again, but as it was being maneuvered, the hypotube kinked and difficulty advancing occurred. The patient was sensitive due to having a delayed time without food or water. The stent was in the left anterior descending artery for a few minutes and hemodynamic changes occurred which included hypotension, electrocardiograph (ECG) changes, and slow heart rate. The damaged device was removed. The procedure was quickly completed with another device and the patient was stable with timi 3 flow.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that hemodynamic change occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3x28mm, concentric, de novo, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.0x12mm maverick balloon, a 3.0x32mm promus element drug eluting stent was introduced. Resistance was encountered while advancing the stent as the lesion was tough. The device was removed and pre-dilatation was performed with a 2.5x12mm semi compliant balloon. The same stent was introduced again, but as it was being maneuvered, the hypotube kinked and difficulty advancing occurred. The patient was sensitive due to having a delayed time without food or water. The stent was in the left anterior descending artery for a few minutes and hemodynamic changes occurred which included hypotension, electrocardiograph (ECG) changes, and slow heart rate. The damaged device was removed. The procedure was quickly completed with another device and the patient was stable with timi 3 flow.